Event description:
It was reported that device migration occurred. A concomitant procedure consisting of a non-boston scientific pulsed field ablation followed by a left atrial appendage (laa) closure procedure was performed under transesophageal echocardiography (tee) guidance. A 31mm watchman flx pro closure device was implanted with one partial recapture, and final assessment confirmed release criteria were met with stable positioning. Following closure device release, the physicians discussed the patient needing a cti line ablation. A cardioversion was performed and subsequent imaging demonstrated that the closure device had shifted position and was noted to be on its side with minimal compression and no visible anchor engagement. An attempt was made to retrieve the device percutaneously over approximately two hours with assistance from multiple physicians, yet retrieval was unsuccessful and the device position continued to change. The patient was re-intubated, admitted to the intensive care unit (ICU), and scheduled for surgical intervention where the device will be explanted. The event is ongoing at the time of reporting.